Event description:
Boston scientific crm received info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired, due to sepsis. The pt had been hospitalized due to chest pain and dyspnea. Acute coronary syndrome was diagnosed. The dyspnea became worse and the pt required mechanical intervention. A chest x-ray revealed bilateral pneumonia. The pt was treated with antibiotics, but the condition did not improve. A systemic infection developed, due to pneumonia. There was no allegation against the device.

Manufacturer narrative:
As of today, this medical device has not been returned to boston scientific for analysis. Should the device be returned, or if any add'l info becomes available, this investigation will be updated and a follow-up report will be submitted.